Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed that the subject device was an older version. Based on the results of the investigation, it is likely that the operational amplifier of the printed circuit board malfunctioned. There has since been a design change on april 16, 2018 to prevent recurrence. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, no image. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered front panel and feet were faulty, video socket was faulty, software version needed to be updated to 4.10 version and the printed circuit board was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.